Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked display window corners, a cracked belt clip slot, a broken reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was changing the reservoir when realized the device is cracked. It was also reported that the insulin pump has some scratches on the glass. Blood glucose value is 3.0 mmol/l. Nothing further reported.